Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer¿s blood glucose level was 220 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.